Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure for a dural arteriovenous fistula (avf) using pod6 coils. During the procedure, while the physician was attempting to deploy a pod6 coil into the inferior anastomotic vein using a px slim delivery microcatheter (px slim), the coil was not deploying smoothly after being advanced and retracted multiple times. The physician then felt as if the pod6 coil was unraveling; however, fluoroscopy confirmed that the pod6 coil was not unraveled. Upon attempting to retract the pod6 coil, the physician noticed that it had unintentionally detached within the px slim. Therefore, the px slim containing the detached pod6 coil was removed from the patient and the procedure was completed using another manufacturer's coils and the same px slim. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Result: the pet lock was intact on the proximal end of the pod6 pusher assembly. The pusher assembly and introducer sheath were kinked approximately 86.0 cm from the proximal end of the pusher assembly. The distal detachment tip (ddt) was separated from the distal polymer of the pusher assembly, and the pull wire was extended out of the ddt. The embolization coil was detached from the pusher assembly with the proximal constraint sphere intact. Conclusion: evaluation of the returned device revealed the ddt was separated from the distal polymer of the pusher assembly. This type of damage typically occurs if the pod6 is forcefully manipulated during retraction or repositioning. If the ddt becomes separated from the pusher assembly, it will likely cause the embolization coil to detach. Further evaluation revealed the pusher assembly was kinked. This damage may have occurred due to forceful manipulation of the pod6 during advancement through the px slim. The px slim mentioned in the complaint was not returned for evaluation. All penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.